Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-june-2024, it was reported by the patient that he was hospitalized due to low blood glucose level. Hypoglycemia event occurs because over delivery of insulin due to button issue. No further information was available.